Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) was explanted and returned without allegation for analysis following the pt's death in 2009. (The pt elected to have the device disabled seven months prior to death, due to her deteriorating health including end-stage heart failure and terminal cancer.)

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. This device did not experience premature battery depletion from beginning of life (bol) to eri. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. End of life (eol) was declared after the device was intentionally disabled therefore, the battery impedance issue did not affect therapy availability while the device was implanted and turned on. This issue is discussed in the 2009 product performance report.